Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
After the physician completed the lead placement and tunneling; attempted to advance a lead into the neurostimulator (ins) 0-7 receptacles. The lead would not advance. The set screw was backed out further and he was still unable to advance. Attempted to advance the second lead into the receptacle to determine if it was a battery issue vs. A lead issue. This lead would not advance either. Both would advance into the 8-15 receptacles. After attempting several times to back the screw out further and advance the lead with no success, a second ins was opened. Both leads advanced without issue into the new ins. The patient recovered without sequela.